Event description:
During installation of a heart lung console, it was observed that power manager board failed a ground test. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.